Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd saf-t-intima IV catheter safety system there was an issue with extension tube broken at the clamp position during flushing.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with extension tube broken at the clamp position during flushing.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 6092602. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. However, with the sample provided, our engineers attempted to replicate the damage observed in the device, through the repeated application of the pinch clamp. Our testing was concluded after 30 attempts, with no observable damage occurring to the tubing. Unfortunately based on these results, the root cause for this complaint could not be determined at the conclusion of our review. The reported tubing defective/damaged by customer was confirmed after evaluate sample and photo provided. Engineering team analyzed the sample confirming a partial cut in pvc extension tubing, also slide clamp (cavity # 6) was reviewed and, no sharp edge that could cause a cut was found. We could not determinate exactly root cause due to, this defect is not common in our process and it could not be associated to manufacturing process. The only way to reproduce this defect is clamped the slide clamp in the tubing without remove the safety mechanism. After, this safety mechanism is activated causing a partial cut or complete cut. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure that product met with acceptance criteria. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. Based on investigation results to date, root cause for manufacturing process cannot be determined due to, no sharp edge was found in the slide clamp (cavity # 6).